Event description:
Per celestial adverse event report, the patient was noted as having a small hematoma. The patient was instructed to stop coumadin and a pressure dressing was applied. The system remains implanted. System: lumax 540 hf-t, (B) (4), MDR 1028232-2010-00829. Corox otw 85-bp, (B) (4), MDR 1028232-2010-00831. Guidant 4470-50, (B) (4).

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Hematoma with no surgical procedure.